Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18sep2019. The manufacturer's technical services(ts) confirmed the reported issue. The customer was provided with the part number for the flow sensor. The customer replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. The gas delivery system (gds) assembly was returned to the fi(failure investigation) lab for evaluation. It was discovered that the flow sensors were out of specification. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported unit is failing the system leak test. The device was not in use at the time of the reported event; therefore, there was no patient involvement.